Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer had reverted to an alternate method of insulin therapy prior to call. System check was being performed with tandem technical support; however, a different issue occurred and the system check could not be completed. Customer's blood glucose was 72 mg/dl at time of event.